Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that when the distal end was warmed the reported phenomenon was duplicated and the endoscopic image was not displayed. The subject device was transferred from sorc to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, omsc surmised that the reported phenomenon was attributed to the aging deterioration of the electrical circuit in the video connector. According to the previous repair record of the subject device, the subject device had water leakage, therefore the water ingress might have enhanced the aging deterioration. Or omsc surmised that the reported phenomenon was attributed to the unstable image signal output due to the temporary failure of the electrical contacts because the electrical contacts of the video connector had scratches and impact points. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error e216 occurred. There was no report of patient injury associated with the event.